Event description:
It was reported that a 41-year-old hispanic female who underwent a breast augmentation primary with a mentor memorygel, 500cc silicone breast experienced bilateral silent rupture post procedure. The issue was diagnosed through physical examination. As a result, patient underwent bilateral removal without replacements on (B)(6), 2023. This report related to the left side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on sep 08, 2023 device evaluation completed on sept 11, 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Per additional information received with the device, date of removal updated to (B)(6) 2023. Visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noted within the shell abrasion measuring approximately 9.1 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturing record evaluation was performed for the finished device 5726291 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).